Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0j0wa, implanted: (B)(6) 2014, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
The manufacturer representative reported the patient was having the entire system replaced due to a lack of therapy. It was stated that therapy had not been effective since implant and the physician had checked the lead on x-ray. The patient had been reprogrammed twice in two months and was going to try another program and keep a bowel diary. They were also going to turn the implantable neurostimulator (ins) off and see how that compared to when the ins was on. During the replacement procedure, the lead fractured right at the tines and the rest of the lead (tines and electrodes) remained in the patient. This was confirmed via x-ray. The ins was replaced and a new lead was placed on the other side of the patient's body. There was fluttering sensation and the patient felt better with the new lead. The patient was indicated for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.